Event description:
Complaint description: a surgery center nurse administrator reported that a pt was perforated during a colonoscopy procedure. The pt was transferred to a hospital for surgical repair of the perforation.